Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic treatment was performed by the customer when the issue occurred, and the procedure was completed after deleting the old images. The philips field service engineer (fse) inspected the system on site and confirmed that the system was image storage disk was full. Upon troubleshooting fse reloaded the software but still the issue persisted. To resolve the issue, fse replaced ippc. The defective ippc was returned to philips for analysis and found the failure in battery as ippc battery was lower than 2.5v. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Here the image storage was full, and the procedure was completed as planned after deleting the old images. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system image storage disk was full. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.